Event description:
The female patient, aged (B)(6) years old, with a diagnosis of copd/emphysema and a baseline history of hypertension, ulcerative colitis, and fibromyalgia had been previously treated for her emphysema with placement of spiration valves in the left upper lobe (lul). The patient underwent a bronchoscopy procedure on (B)(6) 2021 where the existing spiration valves (placed 12 months ago) were removed (for lack of effect) from the lul. Since there was also a target on the right side of the lung (little to no collateral ventilation) 5 zephyr valves were placed in the right upper and right middle lobe. The procedure was uneventful. Three days post-procedure ((B)(6) 2021), the patient developed pneumonia in the left lung. The pneumonia was treated with antibiotics and nebulizer therapy. The patient had increased oxygen need and was transferred to the ICU where the patient developed takotsubo cardiomyopathy. The patient did not recover and died on (B)(6) 2021. No autopsy was performed. The treating physician stated that the pneumonia was in the left lung and likely not related to the zephyr valves that were placed in the right upper and right middle lobes.